Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The difference between sensor glucose and blood glucose was 100 points off. The next morning customer¿s blood glucose was 209 mg/dl and the sensor glucose was 314 mg/dl. Customer reported suspend did not last longer than 2 hours. Later customer's blood glucose was 256 mg/dl and the sensor glucose was 140 mg/dl. The customer declined troubleshoot for high blood glucose. Sg value that triggered the suspend event: 55 mg/dl. Threshold/low suspend limit in sensor settings: 60 mg/dl. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. The sensor will not be returned for analysis.